Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is confirmed via inspection of the unit. The investigation showed that the returned unit had a loose lock and the worn parts were replaced. Root cause analysis - probable root cause includes improper handling and maintenance of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the lock on a mayfield modified skull clamp (a1059) was loose again after a recent repair. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.